Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft and balloon. There was contrast in the inflation lumen and in the balloon. This is consistent with preparation and the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported information. There were stretched distal struts on the first row on the distal end of the stent implant. There was a flared proximal strut on the first row on the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the tip was flared. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 90 cm. Since this damage was not reported in the incident information, the tip damage and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and middle stent outer diameters were measured and met manufacturing criteria. The distal and proximal outer diameters of the stent implant were not measured due to the damage noted to the stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and moderately calcified, which likely contributed to the reported difficulties. Additionally, as it was reported the stent dislodged after the procedure as the sds was wiped down, this may have also contributed to the noted stent damage. Analysis noted there was balloon shredding on the balloon at the distal marker (observed prior to decontamination) and peeling on the middle of the balloon, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the failed attempt to cross the lesion. It is possible that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the distal right coronary artery, with heavy tortuosity. The 2.0 x 08 rx minivision stent would not cross. The lesion was treated with balloon angioplasty only. There was no clinically significant delay in the procedure and no adverse patient effects. It was further reported that after the minivision delivery system was removed from the patient, the device was wiped down with a 4x4 cloth, dislodging the stent from the balloon. No additional information was provided. During returned device analysis, balloon peeling was observed.